Manufacturer narrative:
The tech stated there were no problems found with the bed and the bed functioned properly, including bed exit and siderail latches.

Event description:
The rn alleged that no one was in the room when the incident occurred. Three siderails were up and locked with the right hand intermediate rail down as part of hospital policy for prevention of entrapment. The rn stated, she was applying a dressing on a pt in another room when she heard a pt fall and hit the floor. At the same time, the EKG alarm and bed exit alarm activated. The rn along with another rn entered the room and found the pt face down on the floor. The pt went into defib after hitting the floor. CPR was initiated and performed for 2-3 hours but the pt expired.